Event description:
It was reported that the tip of the screwdriver was worn out. No pt complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to the MFR for evaluation. The tip of the driver broken was observed during the visual examination. Excessive force applied to the tip of the driver may have caused the driver tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.